Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Functional testing was performed and no failure was identified related to the reported high bg issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. A power source alert was found in the pump's history. Additionally, the customer reported ongoing elevated blood glucose (bg) over 800 mg/dl with an unknown cause. The customer did not allege that elevated bg was due to the battery issue. Customer addressed bg by administering manual injection. Upon follow up, the customer reported being admitted to the hospital due to high bg. No additional information regarding the hospitalization was provided; however, the customer reportedly reverted to manual injection since the initial event. Multiple contact attempts were made by tandem technical support to obtain further information regarding the event; however, the customer did not respond.